Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The root cause of the subject event was unable to be specified. Suggested event can be prevented in accordance with IFU. Evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name- (B)(6). (Added due to character limitation in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a burnt tip on the plastic distal end cover. There were no reports of patient harm.